Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted on the electronic assembly or motor. The insulin pump had missing segments due to a cracked zebra connector on the liquid crystal display board. The unit had a cracked case at the display window corner, minor scratched liquid crystal display window, and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that the insulin pump had an unresponsive keypad and alarmed button error after the customer came back from swimming. The customer's blood glucose was 200 mg/dl. The customer did not observe any other significant events leading to the alarm or keypad issues. The caller stated that the keypad became unresponsive after a battery change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.